Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 288 mg/dl. The customer took a bolus via the pump to stabilize bg level. No system check was performed as the customer declined to troubleshoot with tandem technical support.